Manufacturer narrative:
B1, b5, f10 ¿ remove: c20, f-10 add-c23.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was wearing the infusion set for longer than 48 hours. Tandem technical support informed customer that wearing the infusion set for longer than 48 hours, is off label per the user guide. There was no reported adverse impact to the customer's blood glucose level. Follow up attempts were made by tandem technical support, however, no additional information was obtained.

Event description:
An alarm 2 followed by an alarm 26 was reported by a caller. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support regarding the proper duration for using infusion sets and acknowledged the importance of site rotation. Despite initial disconnection issues during the call, technical support made follow-up attempts and ultimately determined that additional assistance was unnecessary as recurring occlusion issues were not reported. The case was then closed.